Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to fill a cartridge due to cartridge resistance. The customer reinserted the syringe into the cartridge and successfully filled the cartridge. Blood glucose level was not impacted.